Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient claimed the alleged meter issue first occurred on either (B)(6) or (B)(6) 2014. At an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿277mg/dl¿ with the subject meter and ¿155mg/dl¿ with the contour meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes with insulin pump therapy; however, according to the csr¿s documentation, in response to the alleged meter issue, the patient consumed less food from (B)(6) 2014. A few hours after the reported issue occurred, the patient reportedly developed a symptom of shaking; the patient, however, denied receiving any form of medical intervention. It would have been helpful to know the following: the patient¿s testing frequency and typical blood glucose range; confirm the patient¿s action in response to the alleged meter issue; what the patient believed could have caused her reported symptom; if the patient correlated her reported symptom of ¿shakiness¿ with a high or low blood glucose; when the patient¿s reported symptom abated; and what was administered (if any) to stop her symptom. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 7/23/2014 and evaluated by lifescan product analysis on 7/24/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.